Manufacturer narrative:
(B)(4) date sent: 3/26/2026 d4: batch # 746d14. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. Upon visual inspection, scratches were noted on the anvil lockout spring and the trocar. However, the anvil returned properly inserted into the trocar and it was removed and reinserted without difficulty, therefore, the reported event of anvil issues could not be confirmed. In addition, nicks were found in the washer and the knife. The damage to the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. This condition may also have made the difficult to remove event described. Please reference the instruction for use for more information. The device was reloaded with staples; a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Upon functional test, a rattle was heard inside the device and it was disassembled in order to verify the condition of the internal components. When the handle shroud was removed, the hub, flag of the motor was found to be broken, however, this condition did not affect the functionality of the device. No conclusion could be reached on what caused the hub flag component to be broken. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 746d14, and no non-conformances were identified. Additional information was requested and the following was obtained: what is the surgeon and or teams experience with the device? There was a difficulty in removing the device from the patient after the firing. Was the orange knot tying area completely visible when attaching the anvil to the device trocar?unk what confirmation did the or team observe indicating the anvil was properly attached?unk when the device was fired were there any issue noted with stapling or cutting function? No how many counterclockwise revolutions were initiated when removing the device? Unk this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the hospital attempted to remove the cdh25p after firing, but it was hard to remove. Therefore, the hospital additionally turned the rotating knob, which is on the back of the device, the anvil detached inside the body. It was manually retrieved through the anus, and the surgery was completed. There were no adverse consequences to the patient. No further information is available.